Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. Although the reporter did not allege or identify any deficiency, it was observed through functional testing that the device had a damaged hose, oil contamination, and debris in the oil seperator. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a repair was requested for a foot control device. It was unknown to the reporter if the device was used in a surgical procedure. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.